Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that unable to pull medications. A technical service engineer drawer not locked and keep opening and user said she is unable to pull any medications device is not working properly and later customer confirmed this is a rx station, hence this case has been closed. The system functioned as intended. The serial number, UDI and manufactures details kept blank since the given asset. Information found to be pyxis es it infrastructure.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure which is not locked and keep opening. The customer reported that the user was unable to remove the medication and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.